Manufacturer narrative:
Received one 6.6f pro-fuse port for evaluation. The sample was given to the medcomp engineering department for evaluation. A 13.5cm length of lumen connected with the locking collar. A visual examination of the port base revealed 6 raised areas. There is one hole in the port base that leaks when the device is flushed. The interior of the port base shows pitting and gouging. Holes in the base were also noted and measured. The base showed fragmentation/scratches of material near the areas of needle insertion. Information regarding the use of the port and the needles used to access the port was requested. No information was provided. Root cause is undetermined. The risk documentation accounts for port base needle penetration and leak.

Manufacturer narrative:
An investigation has been initiated. We are currently waiting for additional information from the facility. When the investigation is complete a final report will be submitted.

Event description:
Port leaking medication via holes in the port base and causing pain to child. Port placed mid 2016, removed (B)(6) 2018.